Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced programming the patient's name in this subcutaneous implantable cardioverter defibrillator (s-ICD). No other anomalies were noted and the device was functioning appropriately otherwise. Boston scientific technical services (ts) discussed it may be due to telemetry. Troubleshooting was attempted but not successful. The device remains implanted. No adverse patient effects were reported.